Event description:
Customer reported to check the device stated "germs, check the sheath inside". The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Customer requested to check the device for "germs, check the sheath inside". Customer in addition, provided a culture test results with a "non conform " note referring to scope 1 however, there was no device model and serial number noted on the results provided. The report also noted that high level cycle rinse was performed and noted results with no growth found with rinse water on biopsy channel performed on the same day ((B)(6) 2022) when the scope 1 was cultured with results to be non conform. A follow up is in progress for the report provided. The subject device was then sent to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined (B)(6) 2016. The results are conform to french recommendation. Customer cds checklist has not yet been received , customer has not yet provided their cds checklist . Additionally, the rrc (regional repair center) france olympus device evaluation findings has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and follow up. Follow up communication with the customer confirmed that the scope they referred to on the culture test reported in initial report has the model and serial number of gif-h190 (B)(4). No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end lens glue was clouded, the bending section rubber glue was worn out and separated, and the angulations were less than the standard. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.